Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased from 1 year to 11 months in 1 month. The power consumption was reported to be of 169%. The device reported a yellow alert for atrial arrhythmia burden (aab) and a high atrial sensing was suspected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Data reanalysis in 90 days was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased from 1 year to 11 months in 1 month. The power consumption was reported to be of 169%. The device reported a yellow alert for atrial arrhythmia burden (aab) and a high atrial sensing was suspected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Data reanalysis in 90 days was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased from 1 year to 11 months in 1 month. The power consumption was reported to be of 169%. The device reported a yellow alert for atrial arrhythmia burden (aab) and a high atrial sensing was suspected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Data reanalysis in 90 days was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.